Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection. The site was swollen and had purulent discharge. For treatment, the patient was given a injection of antibiotics into their leg and prescribed a oral antibiotic called azithromycin at 250 mg tablets to take 1 a day for 6 days. The patient also was using a triple antibiotic cream, as well. The pod was worn longer than 48 hours on the leg. The patient was discharged after 40 minutes. The pod was discarded.